Manufacturer narrative:
The lot number was provided for the four malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. However, four lot samples were returned for evaluation. Foreign material was observed for all four lot samples. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly had a malfunction, but insufficient information was provided. It was later determined that the devices experienced the issue of foreign material. This information was received from one source. The malfunctions did not involve patients. Therefore, patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for the four malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. However, four lot samples were returned for evaluation. Foreign material was observed for all four lot samples. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly had a malfunction, but insufficient information was provided. It was later determined that the devices experienced the issue of foreign material. This information was received from one source. The malfunctions did not involve patients. Therefore, patient information was not provided.